Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-dec-2013) is considered to be a best estimate. This emdr represents the bard perfix plug (device 2). An additional supplemental emdr was submitted to represent the bard perfix plug (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: on (B)(6) 2012 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of perfix plug (device 1). Per op notes, "transverse incision was made at the llq. The hernia sac was identified and opened. A large amount of omentum stuck in the sac was reduced into abdomen. A perfix plug (device 1) was placed into the defect and secured using prolene sutures." On (B)(6) 2014 - patient was diagnosed with recurrent incisional hernia in the llq and pain thereby underwent open repair with excision of perfix plug (device 1) and implant of perfix plug (device 2). Per op notes, "incision was made in the defect. The old mesh (device 1) was removed by cutting the adhesions around the mesh. The hernia sac was found protruding through a large defect. A perfix plug (device 2) was placed and sutured." On (B)(6) 2019 - patient was diagnosed with recurrent ventral incisional hernia thereby underwent robotic assisted repair with implant of ventralight st (device 3). Per op notes, "the hernia was identified in the llq. There was some incarcerated fat was reduced. All the hernia contents were reduced. The old mesh (device 2) was noted intact. A ventralight st (device 3) was placed over the defect and sutured."